Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device exceeded specification for temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a damaged locking mechanism, which is the result of improper installation of the burr devices, which is user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device overheated. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact event date is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.